Event description:
Follow up information received that the patient underwent surgical intervention on (B)(6) 2020 in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation will be provided in the final report.

Event description:
It was reported that the patient experienced an ipg communication issue while attempting to exit surgery mode. A field representative was unable to establish a connection with the generator using the clinician programmer or the patient controller. After further troubleshooting, the ipg was unable to be connected. The patient is not receiving effective therapy due to this issue and is also experiencing pain (manufacturer report reference number: 3006705815-2020-32363). As a result, the patient may undergo surgical intervention to address the issue.